Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was duplicated. During cine playback the system locked up. The hard disk drive was replaced and the replacement reformatted, also reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system does not operate properly in the cine mode. No pt involvement was reported.